Manufacturer narrative:
H3: product analysis of the device found that visually, the device was returned in a small zip lock bag with an open pouch. The pouch was open from 3 of 4 sides of the pouch. There were no traces of contamination on the handle or the probe. There was no damage noted in the construction of the handle or the probe. Electrically, the connection resistance should be less than 5.0 ohms and the actual measurement was 0.6 ohms (within specification). Functionally, the device was connected to a nim system using a 1.0 ma stimulating current and a 100 v threshold and, while stimulating with a patient simulator, the system consistently returned 0.99 ma and a waveform over 200 v. The button was increasing/decreasing stim value as intended. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the probe and the emg tube were not responding. The sound does not emit where it should do. There was lack of a waveform when stimulating with a probe or the lack of an expected response. There was no patient impact.